Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2008, inratio 2.0, lab 5.81, mean 3.90, confident limits 2.3-5.7. As per the internal procedure rev.2 the inratio and lab values are not within the confident limit. The product will be investigated. Customer will also try the self test or another correlation to determine if the meter is accurate.

Event description:
The caller alleged discrepant results when compared with the lab results. The results are as follows: date 2008, inratio 2.0, lab 5.81.